Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: left siltex becker 25 expander 250cc mammary prosthesis, catalog: 354-2500. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with siltex becker 25 expander 250cc mammary prosthesis. Ruptures on the right and left breast prostheses were diagnosed post procedure through a MRI on (B)(6) 2018. As a result, the breast prostheses were explanted from the patient on (B)(6) 2018. This report is for the right prosthesis.